Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the motor was making a loud noise. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.